Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device was discarded.

Event description:
Axsos3 cortex screws were inserted when inserting an axsos3 tibial plate. The screw head of three of these screws was unscrewed (screws were screwed in by hand). Replacement was available. It was further clarified that; the screw heads of the three mentioned screws actually broke off during insertion. Additionally, it was reported there was a surgical delay of 30min. Not longer and the procedure was completed successfully.